Event description:
It was reported that, "patient called to report that she is having an allergic reaction to the cobalt in or cocr triathlon knee implants. She was tested for a cobalt allergy after the second knee implant in (B) (6) 2009, after the reactions began. She is suffering pain, swelling. She is thinking that she will have to remove the implants in order to alleviate the symptoms. Says that she was never warned of possible adverse reactions to the metal in a knee implant. Patient does not want to pursue this any further, and does not want to provide medical records, but wants it on record that she, a patient is experiencing this adverse reaction to the implants."

Manufacturer narrative:
The exact implantation date for the left knee devices was not provided, however, it was indicated that the right and left knee devices were implanted in (B) (6) and (B) (6) 2009. An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. If device or additional information becomes available, it will be submitted in supplemental report. This is the same patient/event as MFR #2249697-2010-00739.